Event description:
A hospital in (B)(6) reported via our distributor that an rt102 adult inspiratory-heated breathing circuit did not pass the ventilator leak test. The hospital has further reported that a "pin hole" was observed on the dry line.

Manufacturer narrative:
(B)(4). The rt102 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint dryline of the breathing circuit was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole approximately 10cm away from the connector of the dryline, confirming the reported fault. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it was identified that the damage to the rt340 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(6) 2012. We have not received any complaints of this nature for product manufactured after (B)(6) 2012. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection the user instructions that accompany the rt102 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).